Event description:
It was reported the suture frayed during a carotid endartectomy. The suture was being used with a dacron graft. The suture frayed in the middle of the strand after several passes had been made through the tissue and graft material.